Event description:
Information received from the manufacturer¿s representative reported that an error message of ¿ins in the box¿ that appeared on the patient¿s programmer. The patient¿s implantable neurostimulator (ins) had been off but they perceived pain and went to use the device system and saw the ins in the box message (image was sent to the representative). Follow up information reported that it was recommended to interrogate the ins with the clinician programmer. This action cleared the message and resolved the issue. The cause of the error message was unknown although it was reported that the patient had underwent an MRI approximately 2 weeks before this happened. The communication between the ins and the programmer had been fine. The indications for use for the implanted device were noted as non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s weight was (B)(6) pounds. It was also reported that they were reprogrammed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-03-28 reported that they had seen the ¿ins in the box¿ message in the past (some time after (B)(6) in 2016) and the manufacturer representative resolved it but it occurred again on (B)(4) 2017- and was resolved by the manufacturer representative. It was reported that the patient had a loss of stimulation that occurred overnight from (B)(6) 2017. It was reported that the ¿ins in the box¿ message was active at the time so the patient was not able to turn it back on. The current instance was also resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.